Event description:
It was reported that a patient had a burning sensation at the device site that only occurred when recharging. It was noted that this had been going on since the device was implanted. The reporter stated that over the last several weeks before the report, a half-dollar-sized area over the device had turned extremely sensitive to touch and pressure and it hurt the patient. There was no redness and no signs of infection. The clinician wanted to remove the device and try a different location. It was reported that another recharger had been tried, but the problem did not resolve. The patient also used a cloth in between the telemetry head and the skin, but the problem did not resolve. Impedances were unknown at the time. Six days later, it was reported a physician mode recharge was tried on another part of the body to assess irritation to recharging. This was done for 15 minutes and the patient did not feel a sensation similar to how he felt when recharging his device. It was noted that the patient's pain was coming from a very small spot over the device, "about the size of a dime." It was reported that this area felt like it was very superficial and there was no adipose tissue between the skin and the device. The patient's doctor had not assessed the device site. It was noted that the patient had lost a lot of weight. No other troubleshooting was done at the time. A month later, it was reported that the device was going to be moved to the patient's other side. It was noted that the patient did not experience any uncomfortable stimulation when they tried a recharge on a different area of his body. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).